Manufacturer narrative:
The bun reagent lot number was 695525. The reagent expiration date was requested, but not provided. General reagent issues were excluded as the correct result was obtained with the same reagent. The field service engineer found a leaking cell rinse tubing and replaced the cell rinse tubing. The investigation determined the service actions resolved the issue.

Event description:
The customer noted they received an error indicating the pressure-detecting circuit was abnormal on the cobas 8000 c 702 module. It was recommended to clean the sample probes and this was done. After this, the customer received low results for an unspecified number of patient samples tested with patient ureal urea/bun. An example was provided for one patient sample with discrepant bun results. No questionable results were reported outside of the laboratory. The sample initially resulted in a bun value of 12.9 mg/dl and it repeated as 53.8 mg/dl.